Event description:
The report company received from the affiliate indicated that during a pta in the superficial femoral artery, the balloon ruptured at low pressure, exact pressure unknown. The target lesion had heavy calcification and no tortuosity, with a stenosis level of 100%. The physician used another cordis savvy pta balloon catheter to successfully complete the procedure. Additional procedural and patient-related information has been requested but is unavailable. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as 'other' under section h3 code).